Event description:
It was reported that during use that the cs300 intra-aortic balloon pump (iabp) had batteries that were not lasting more than an hour charged. The unit was swapped to finish therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported that the batteries were failing and not functioning to factory specifications. The fse removed and replaced batteries as required as per the cardiosave service manual. Unit passed all functional and safety tests per factory specifications. Unit passes all functional and safety tests. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.